Event description:
Pt passed out in his living room and went to the ER for "possible hypoglycemia." His basal program and insulin had been changed and his doctor thinks this may have contributed to the incident, but wanted to ensure his pdm is functioning properly. The pdm was not received as of the date of this report.

Manufacturer narrative:
The pdm was not returned for eval. We are unable to assess product condition to determine how the device was functioning. No malfunction can be confirmed to have caused or contributed to the pt's hypoglycemia. The omnipod's user guide warns "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death." The user guide advises that "frequent blood glucose checks are the key to avoiding potential problems." The user guide instructs to treat hypoglycemia as follows. Check bg every 15 minutes while treating to ensure condition is not overtreated; eat or drink 15 grams of fast-acting carbohydrate, such as glucose tablets, juice, or hard candy. After 15 minutes, if bg remains low, take another 15 grams of carbohydrate and contact an hcp as needed for guidance. Repeat these steps until bg is within target range. Product lot qualification records were reviewed and determined to have met all acceptance criteria.